Event description:
It was reported that during implant procedure, the left ventricular lead catheter was stuck. The lead was not used and replaced. All electrical measurements were in range. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.